Manufacturer narrative:
The device was not returned for evaluation. Manufacturing and inspection records could not be reviewed as device information (model number and batch/lot number) is unknown.

Event description:
It was reported the small frag device was used for wrist spanning procedures which is off-label use. No further information was provided. Device information is unknown.